Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed where the right atrial (ra) lead was surgically abandoned and the pacemaker was explanted due to low out of range pacing impedance measurements of less than 200 ohms. The field representative noted that the physician had programmed the device to pace and sense in the ventricle only prior to the revision procedure. No additional adverse patient effects were reported.